Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was also reported that in 2005 a right ventricular (rv) pace/sense lead was explanted and replaced for unknown reason. No patient complications have been reported as a result of this event.